Manufacturer narrative:
Concomitant medical device: product ID 4058m52 lead implanted: (B)(6) 1993.

Event description:
It was reported by the patient that there was a problem with the atrial lead, that it was defective and had not worked for 4 to 5 years so the doctor turned it off. It was further reported that the patient had concerns regarding the implantable pulse generator (ipg) longevity. The patient indicated that the battery voltage changed from check to check and some programming changes had been made. Additionally, the patient had been feeling nervous and jittery. The device remains in use and the atrial lead remains implanted. No further patient complications have been reported as a result of this event.